Manufacturer narrative:
Initial.

Event description:
It was reported that insulin leaked at the connector attached to the pump, resulting in insulin on the user¿s hand, and a guided supply change and inspection confirmed no insulin inside the pump with a successful subsequent supply change and unaffected blood glucose. Symptoms included no reported adverse clinical effects. Outcomes included no medical intervention or hospitalization. Investigation included telephone-based troubleshooting and proper set up education. Investigation of this case revealed a leaking fluid connection at the connector component, with no pump alerts or alarms and no internal contamination observed after disassembly and inspection by the user. It was concluded, based on previously established findings for similar reports, that the cause was a transient connection issue at the disposable connector resolved through proper reassembly and supply replacement.